Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited vertical line noise throughout the image, air leak in the body filler area, broken main unit's image capturing function and broken camera cable. There was no patient involvement.